Event description:
Patient's mother contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter on behalf of the patient. The patient's mother also reported that the patient took acetaminophen, which is a cgm contraindicated product, as taking acetaminophen containing products may falsely raise sensor glucose readings. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.